Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the drill bit showed evidence of extensive use, tarnish, burrs, various nicks and blunt edges. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings, states, "end of life is normally determined by wear and damage due to use." Under maintenance, inspection and functional testing, states, "all instruments should be visually checked for damage and wear."

Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a partial left knee arthroplasty utilizing on (B)(6) 2016. During the procedure, a drill bit fractured when being used with the femoral drill guide. The fractured drill bit was removed from the patient's wound. There was no significant delay in the procedure as a result.